Event description:
It was reported that the patient had atypical power cable disconnect alarms while connected to wall power and battery power. The alarm light illuminated on the black power lead. There was significant wear and tear on the controller power leads and the modular cable. Both products were exchanged. Despite the reported damage to the modular cable, there were no unusual events recorded in the log files that indicated any alarms were caused by the damage. The battery and battery clip connections were also cleaned with an alcohol wipe. No further alarms have been noted. Related MFR: 2916596-2023-06444.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file. The reported event of damage to the system controller power cables was not confirmed as the controller was not returned for analysis. The system controller event log file contained approximately 2 hours of data ((B)(6) 2023 from 07:59:33 ¿ 09:42:37), and the system controller periodic log file contained approximately 11 days of data (14aug2023 ¿ 25aug2023 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections on (B)(6) 2023 at 12:30:09 and on (B)(6) 2023 from 08:00:27 to 09:41:37 due to the relative state of charge voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 24jun2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.